Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed chronic total occlusion lesion was located in a calcified and moderately tortuous mid left anterior descending artery (lad). A non-bsc stent was implanted in the lad first diagonal. Following this, a 3.00 mm x 28 mm promus element stent was inserted into the patient. Resistance was encountered while advancing the promus element stent to the lesion and upon removal of the the stent delivery system it was noted that two-thirds of the stent was deformed. The procedure was completed with a 3.0 mm x 24mm promus element stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent starting at the sixth row on the proximal end was stretched distally out over on the tip of the device (25mm in length). The stent was damaged along its length causing some struts to be raised up. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. There were traces of blood visible inside the balloon. The hypotube was kinked at 240mm and 515mm distal to the strain relief. Several smaller kinks were also noted along the length of the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. A labeling review identified that this device was used per the dfu. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is 'caused by other.' The reported information indicates the complaint device may have caught on another stent. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 100% stenosed chronic total occlusion lesion was located in a calcified and moderately tortuous mid left anterior descending artery (lad). A non-bsc stent was implanted in the lad first diagonal. Following this, a 3.00 mm x 28 mm promus element stent was inserted into the patient. Resistance was encountered while advancing the promus element stent to the lesion and upon removal of the stent delivery system it was noted that two-thirds of the stent was deformed. The procedure was completed with a 3.0 mm x 24mm promus element stent. No patient complications were reported and the patient's status is good.